Event description:
It was reported that patient underwent a procedure utilizing a drill bit on (B)(6), 2012. During the procedure, the tip of the drill bit fractured. The surgeon was unable to retrieve the fractured piece which remains in the patient. No further information has been provided to date.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of receiving certificate of conformance showed that lot released with no recorded anomaly or deviation. There are warnings in the associated package insert that state that this type of event can occur: "intraoperative fracture or breaking of instruments has been reported. Surgical instruments are subject to wear with normal usage. Instruments, which have experienced extensive use or excessive force, are susceptible to fracture."